Event description:
The customer reported to olympus the video system center had a video connector issue that was observed during reprocessing. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Upon device evaluation by olympus, the following reportable malfunctions were observed, there was a noise in the image due to defective video connector and a b30 scope communication error appeared on the device. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the video connector. And a failure of the printed (cm) circuit board. Olympus will continue to monitor field performance for this device.